Event description:
The customer's wife stated that the customer was hospitalized due to dehydration and diabetic ketoacidosis. The reported blood glucose reading at the time of the event was 1053 mg/dl. At the time of the phone call, the insulin pump was alarming empty reservoir and off no power. The customer's wife removed the battery from the insulin pump. The customer's wife later called back for assistance reprogramming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.